Manufacturer narrative:
(B)(4). Investigation completed with returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-150mg/dl. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the bathroom and opened vial date 01/05/2016. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed customer called to run control test for his replacement meter from ran 01345495. Customer concerned as his results were coming up as "lo". Level one control result was 37 was within the expected range of 31-61. Level two control result was 34 was not within range of 86-116. Back to back testing results were both "lo". The date is set on the meter; time is not properly set on the meter.

Manufacturer narrative:
(B)(4). Investigation completed with returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage. Correction of lot # : ps2344.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-150mg/dl. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed customer called to run control test for his replacement meter from ran 01345495. Customer concerned as his results were coming up as "lo". Level one control result was 37 was within the expected range of 31-61. Level two control result was 34 was not within range of 86-116. Back to back testing results were both "lo". The date is set on the meter; time is not properly set on the meter.